Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during stomach stapling, the powered stapling device with the reload reinforced with a material from another manufacturer partially fired. The device was removed but staples and reinforcement material were still on the tissue. The surgeon opened a manual stapler and tried to fire through the tissue but the manual handle cracked a few times. The surgeon was able to press the green button but was unable to squeeze the handle so it was removed. The surgeon tried to fire again using the powered stapler but did not succeed. The surgeon then placed the new stapler on virginal tissue, dissecting around the faulty staples and staple line, and was able to progress with the rest of the procedure. It was also stated that the staple line was sutured.